Manufacturer narrative:
Complaint no: cmplnt-(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a blood leak during hemodialysis while using a dialyzer. The amount of blood lost was unknown and the outcome of the event was unknown. The treatment was stopped and the dialyzer was changed. Additional information was requested, but is not available at this time.